Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide completed investigation results. One tr band and inflator were returned for evaluation. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. There is 0ml of air left in the balloon. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the inflation tube to the balloon tab. The sample failed leak testing. The sample was placed under microscope to get a look at the location of the leak. There is an incomplete weld around the inflation tube and balloon tab. The complaint can be confirmed for air leakage issues. The cause is an incomplete weld around the inflation tubing and balloon tab that causes a leak at the corner of the balloon tab. The ops quality engineer (qe) was notified, and non-conformances (nc) was initiated for this issue. Nc will contain root cause analysis and corrective actions. Corrective and preventative action (CAPA) was initiated for the increase in air leakage issues. Review of device history record (DHR) cannot be completed due to the lot number being unknown. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Lot number: requested, unknown. Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: cath lab director. Device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band 2 device was placed then the band was not holding adequate pressure on arteriotomy to prevent bleeding. Twenty (20) ml of air was originally placed; however, bleeding still occurred. An additional 10ml of air was added for a total of 30 ml of air; however, the band still seemed to be lost air and bleeding occurred. The band was removed and replaced with an tr29-lrg and the case was able to be completed. The techs reported that at the balloon seemed to inflate more medially, and the curve of the band does not allow for the green dot to set over the arteriotomy when it is a lateral stick. The blood loss was less than 250cc's. The bands were swapped, and the case was completed. There was no patient injury/medical or surgical intervention required. Additional information was received on (B)(6) 2023: the patient was in stable condition. It was unclear if there was noted damage to the device. It was understood that they were doing a percutaneous coronary intervention (pci) with 6 french glidesheath slender access.